Event description:
It was reported that a device experienced a system error 105 that would not clear. It was also reported that there was no pt incident or adverse event.

Manufacturer narrative:
MFR ref no: (B)(4). The device in question was returned and evaluated by baxter. Eval confirmed the reported symptom. The unit was received inoperable due to the reported symptom "constant system error 105 alarm", caused by a failed motor (flex). The failed motor assembly was replaced.